Manufacturer narrative:
Analysis found reported overheating unconfirmed. Lock was found faulty, bur cannot be inserted into the handpiece and cannot be locked. Thus, the handpiece cannot be tested for overheating issue. On further inspection, during disassembly, handpiece shaft assembly and nose bearings were found heavily corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the handpiece was getting hot. There is no patient impact.